Event description:
Related manufacturer reference number: 2017865-2022-15309. It was reported that during implant, right ventricular (rv) lead dislodgement was observed. When an attempt to reposition the rv lead, the rv lead could not be removed from the device. Both the rv lead and device were replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and the reported event of difficult to remove the ventricular setscrew was confirmed. Epoxy was found in the ventricular connector block threads, which resulted in the reported event. The observed epoxy was caused by a manufacturing anomaly.